Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the self test, sleep current measurement, active current measurement. Pump received with normal operating currents, no unexpected low battery alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
It was reported that the insulin pump had low battery and anomaly persist with replacement battery cap. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.